Manufacturer narrative:
1818910-2015-19702 is a duplicate report of 1818910-2015-34817. 1818910-2015-19702 will be rejected. 1818910-2015-34817 will be kept for investigation purposes.

Event description:
Asr revision; right; the patient had a well fixed summit asr size 50 cup that was stable but required little cutting to remove from the acetabulum. The reason for revision was mild groin pain.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.